Manufacturer narrative:
(B)(4) . Batch #m5577k, a n54c9l, mfg. 4/22/2016, exp. 3/22/2021. A n5571x, mfg. 6/20/2016, exp. 05/20/2021. The analysis results showed that four gst60b cartridges reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. No foreign matter was noted or received with the returned reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Date sent: 12/01/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: 4 gst60b reloads were reported. Did a piece of blue foreign substance attach to the patient's stomach from all 4 reloads? If no, why are 4 reloads being returned? Only one piece of blue foreign matter was observed. This blue foreign matter, along with all 4 reloads which were used during surgery will be returned for investigation because it is unsure from which reload did the blue substance come from. M4j27t: mfg: 09/22/2015; exp: 08/31/2018. N4lp4r: mfg: 06/23/2016; exp: 05/31/2019.

Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure, the doctor noticed that there is a piece of blue foreign substance attached to the patient's stomach during inspection on staple line. The substance was found in between the junction between fourth and fifth firing which was using gst60b. The substance been removed from the patient's stomach as attached together with returned gst60b; the substance was removed out by using a grasper. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Corrected data: the analysis results showed that two gst60b cartridges reloads (a, b) were received. The reload (a) was received fully fired. The reload (b) was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens, the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. It is possible that the ¿blue foreign substance¿ mentioned on the event description belongs to the returned reload (b).